Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
Device analysis: based on the product analysis performed, the assessments of the complaints are: ¿ deflation: cracked valve seat diaphragm valve ¿ particles in valve: not observed. As per the investigation procedure crease, was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side deflation. Healthcare professional reported via rga "particles in valve." Device has been explanted.

Event description:
Device has been explanted and replaced.